Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of blank display, button error and moisture damage from the insulin pump. The customer's blood glucose level was 142 mg/dl. The customer stated that there was condensation on the screen. The customer stated that last night, she saw two bars for the battery icon and now it is one bar. The customer stated that the batteries only lasted 9 to 10 days. The customer stated that she had a blank screen and none of the buttons were working. The customer stated that there was a constant tone. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.